Event description:
A malfunction was reported, coded as malf 12, which did not cause the customer's blood glucose level to exceed 500 mg/dl. The technical support provided instructions for resetting the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to contact technical support if the issue arises again.